Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 20-dec-2019, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 19-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable pump for non-malignant pain and spinal stenosis. The type of drug, drug concentration, and dose rate of the pump medication was indicated as having been unknown. The current pump was described as having been their second morphine pain pump. It was reported that on (B)(6) 2019 the patient¿s catheter had broken in half and they had experienced withdrawal that started in (B)(6) 2019. It was noted that currently there was nothing in the pump, but the pump was currently implanted. It was further noted that their catheter had previously broken once before. Refer also to MFR report # 3004209178-2018-04300 regarding previous event. No further patient complications have been reported as a result of this event.